Event description:
Technician alleged that the emergency trendelenburg function was inoperative. No pt impact.

Manufacturer narrative:
The technician found the emergency trendelenburg valve was stuck. The technician replaced the emergency trendelenburg valve assembly to resolve the issue.